Manufacturer narrative:
The affected product was returned. The dimensional inspection was completed with acceptable results. Per the engineering investigation, segmentation of the femur is unacceptable per quality segmentation standards. The anterior femur was undersegmented. Between slices 20 to 28, the anterior femur segmentation was missing anterior osteophyte. This would cause the femur block to not fit correctly. Alignment of the femur is acceptable per quality alignment standards and surgical preferences. As a result of the investigation, the primary root cause of the issue is human error due to segmentation.

Event description:
It was reported that the or staff had difficulties with block fit extending surgery time by 40 minutes.